Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a new pain after the trial procedure. The physician decided to explant the leads so that patient can have MRI. There have been no reports of further complications regarding this event.